Event description:
Patient received a mild skin burn during an electrotherapy treatment. The patient was receiving electrotherapy treatment for muscle re-education, when the patient reported receiving an unintended output from the device. The clinician terminated the treatment and inspected the treatment area. The clinician indicated a mild skin burn in the treatment area. The clinician noted that the device display was scrambled when the incident occurred. The patient's progression toward improvement was not impeded or altered as a result of the incident. Patient 1 of 2.

Event description:
Patient received a mild skin burn during an electrotherapy treatment. The patient was receiving electrotherapy treatment for lower back pain, when the patient reported receiving an unintended output from the device. The clinician terminated the treatment and inspected the treatment area. The clinician indicated a mild skin burn in the treatment area. The clinician noted that the device display was scrambled when the incident occurred.

Manufacturer narrative:
The investigation, device evaluation, and any additional findings will be provided upon conclusion of the device evaluation.